Manufacturer narrative:
Investigation did not identify any product problem related to the customer allegation. Based on the limited information available in the case any potential cause of the discrepancy would only be speculation. No product problem related to the customer allegation was identified during stability review. Product release review was not performed due lot information not provided. No related internal non-conformances were identified. No recent change record related to customer¿s allegation was identified. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated while using the cobas 68/8800 analyzer. The customer reported that the initial test was performed using the cobas® liat® system and generated sars-cov-2 positive, influenza a positive and influenza b positive. A new sample was re-collected and repeated with the same cobas® liat® system generated sars-cov-2 positive, influenza a negative and influenza b positive. Those results were reported to the patient and or/ medical personnel treating the patient. The original sample was sent out to a regional laboratory, a repeat testing was performed using the cobas 68/8800 analyzer and generated sars-cov-2 negative, influenza a negative and influenza b positive. No indication of patient harm or injury. Investigation is ongoing and results are not yet available.